Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated sunday night she changed her infusion set and yesterday at work her blood glucose began to increase. The customer then stated she treated by manually bolusing with her pump but it increased to 60 so she had to do a manual injection. The customer stated that when coming home she changed the set and noticed that it was loose and crooked and today the issue occurred again with high blood glucose levels . The customer stated she performed manual boluses and came home and changed her set and ate dinner and bolused but her blood glucose level still remains high. The customer was assisted with troubleshooting and the insulin pump passed however, the high pressure test could not be done until the customer receives the tubing clamp. The customer was sent a tubing clamp. The product was not returned for analysis.